Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure no information. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) no information. Onset date of patient symptoms from time of index surgery? No information. Was medical intervention required to treat the patient condition? No information. Results?-the patient was recovered. Does the patient have known allergic history to medical device, food or medications? No information. Was there any allergy testing performed? No information. Other relevant patient history/concomitant medications no information. If applicable, will product be returned, return date, tracking information the product will not be returned. What is physician¿s opinion as to the etiology of or contributing factors to this event no information. What is the patient current status? No information. The patient experienced wound dehiscence twice: -first wound dehiscence (B)(6): in pacemaker implantation, subcutaneous suture was performed by suture. After 3 weeks, abscess and wound dehiscence occurred on wound. Can you confirm that an ethicon suture was used on (B)(6) implantation? Used suture in this implantation was no information. Used suture on (B)(6) was unknown. -second wound dehiscence (B)(6) : pacemaker implantation was done again. Subcutaneous suture was performed by vcp. (B)(6), wound dehiscence occurred. The doctor clean the wound and re-sutured by another suture. (B)(6) : pacemaker was removed.

Event description:
It was reported that the patient underwent pacemaker implantation on (B)(6) 2017 and suture was used. On (B)(6) 2017, the patient experienced wound dehiscence and inflammatory reaction and underwent re-suturing by another suture. The surgeon opined they were unsure whether there was causal relationship between the suture and the event or not and there is a possibility that the pacemaker had a problem. The pacemaker was removed on (B)(6) 2017 and will be re-implanted. The patient status was reported as recovered. No additional information was available.